Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that an alert was triggered due to high impedance on the low-voltage portion, high thresholds and a possible fracture on the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314trg bi-ventricular defibrillator (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.